Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the tear in the camera cable prevented the product from maintaining airtightness, resulting in the occurrence of water leakage. The cause of the occurrence of the malfunctions found during inspection could not be identified from the information obtained from this complaint and the results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a tear in the camera cable, a water-tightness failure in the camera cable, corrosion on the video connector electrical contact points, the charged coupled device is deteriorated, a scratch on the main body lens and a foreign material was attached to the free lock lever and scope mount. There was no patient involvement.